Manufacturer narrative:
This report is submitted on january 5, 2021.

Event description:
It was reported the device was explanted (specific date not reported) due to the patient being a non-user. The patient has not been reimplanted with a new device as of this report.